Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the cable came off track on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have be precise. Additional observation not reported was a frayed cable. One grip cable was frayed at the distal idler pulley. Frayed micro-strands stick out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.